Event description:
Recently purchased a minimed 630g pump with cgm. The cgm is a major issue. The sensors don't calibrate correctly. It constantly gives wrong results causing me to have to retest my blood sugars which is wasting test strips considering insurance companies only allow so many (or pay for so many) per month. The calibration system is messed up or the sensors don't work correctly. This needs addressed.